Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch glk785, batch hb6997, batch hc5541, batch hc6111, batch hd5605.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. The sample shows a knotted loop which is broken in two sections. Microscopic visual inspection was performed and shows broken ends with fraying and a stretched part on one end. This could indicate that the thread broke gradually under tension. No manufacturer defect or material defect were observed based on the visual inspection of the actual sample. The cause of the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent left-side extra-pleural pneumonectomy on (B)(6) 2014 and suture was used. On (B)(6) 2014, the suture broke intracorporeally and the patient experienced bleeding. On (B)(6) 2014, during reoperation, it was found that the suture knot was in place but suture had broken. The patient underwent resuturing during the procedure. Current patient status is stable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.